Manufacturer narrative:
The insulin pump was monitored in 6 days and had no time loss/gain anomaly noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had a minor scratched display window, scratched case, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a time clock anomaly. The blood glucose at the time of the incident was 424 mg/dl. The customer complained that the insulin pump is losing time and the loss is greater than 9 minutes within 10 days. She states the gain is not greater than 9 minutes within 30 days. The customer lost 30 minutes in 6 days. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not able to resolve the issue. The device was returned for analysis.